Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one used sample was received for evaluation in a plastic bag. During visual inspection it was identified that the cuff was adhered to the tube. However, according to the instructions for use, the cuff was massaged while the pilot balloon was squeezed, and the cuff inflated. The failure mode of ¿a0492 - will not inflate¿ was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the cuff did not inflate despite multiple attempts to do so with sterile water. Rrt manipulated the cuff multiple times, withdrew the water back, tried to instill a little bit of air. Despite all considerable attempts, the cuff seemed to be stuck to the trach. The most the rrt was able to observe was a tiny bit of inflation just at the pilot line inlet that did not extend into the body of the cuff. There was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.